Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. The use products have been discarded.

Event description:
It was reported that the infusion set was leaking at the headset leading to high blood glucose levels and hospitalization. The customer changed the cannula and changed the site of insertion, but even changing it, her blood glucose level didn¿t lower and her friend took her to the hospital. When arriving at the hospital she had a blood glucose test performed and obtained the result of 500 mg/dl. She had insulin administration intravenously and was discharged on (B)(6) 2022. The patient confirmed having lipodystrophy.